Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient had a return of symptoms that was occurring daily. The caller stated the patient had another fall in (B)(6) 2019 that was related to the return of symptoms. The caller stated about that same time frame was when the return of symptoms began. The caller was going to call back the following week to troubleshoot, patient was currently healing other unrelated issues. The caller reported that the patient had a gradual return of symptoms since their last fall. They stated the patient was peeing about every 45 minutes to an hour. It was noted the patient did not have a managing healthcare provider. Additional information was received. The patient's husband called back stating the therapy was not working, the patient was peeing every 45 minutes to 1.5 hours. The night prior the caller had to change the patient's pants 7 times. The caller was not sure if something may have moved or not as the patient had been in and out of the hospital for unrelated issues. The caller was assisted to confirm stimulation was on and it was set to program 1 at 1.4. The caller was walked through increasing stimulation to 2.0 and the patient was able to feel it. Caller was going to leave it at that setting to see if frequency improved, if not, they were going to call back for further assistance. No further complications were reported or anticipated.